Event description:
It was reported that the foot-end brakes were not functioning to specification.

Manufacturer narrative:
A nut came unscrewed from a bolt that caused the braking mechanism to cease functioning at the foot-end of the stretcher.